Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose level of 241 mg/dl. The customer alleged that the pump was not delivering enough insulin. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended, however the customer maintained that the pump was not delivering the correct amount of insulin. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.¿